Event description:
A medtronic ent rep reported a communication error with the axiem system at the end of the navigated procedure. The ent procedure was completed without the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic rep tested the emitter and it displayed red status; reported error of high emitter noise. Checked for opens and found high resistance on coil 7. It read 850k ohms. When the emitter head is flexed, the resistance fluctuates from 850k to 2.5m. There is a cold or bad solder joint in the emitter head. The electrical malfunction directly caused the event. RMA issued for field generator em mobile. Replacement part shipped 08/03/2011.